Event description:
Deflation of right breast implant, followed with bilateral removal and replacement.

Event description:
Deflation of right breast implant, followed with bilateral removal and replacement.